Event description:
It was reported that a caregiver (cg) reused single use supplies during peritoneal dialysis therapy. After assisting the cg to resolve an incomplete prime, the technical service representative (tsr) reviewed proper procedures with the cg and advised the cg to restart therapy using new supplies. However, the caregiver stated that they would start therapy over using the same supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver reprimed the patient line using the previously used supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.